Event description:
It was reported that arteriotomy closure of a common femoral artery (cfa) was achieved uneventfully after a diagnostic heart catheterization procedure. Reportedly, approximately 2 hours post procedure, the patient had a cold leg. Thrombus was detected in the cfa. An emergent thrombectomy was performed and it was observed that the clip was extra vascular; it was deployed properly, at the correct location, on top of the cfa; however it was removed from the patient during the thrombectomy. The physician believes the clip may have caused or contributed to the thrombosis, since the thrombosis was not pre-existing and appeared 2 hours post-procedure. The event resulted in one day of additional patient hospitalization. There was no reported adverse patient sequela. The nurse who deployed the clip is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.